Event description:
Pt was identified as high risk to fall. Therefore placed in a bed with alarm capabilities. Pt subsequently found on the floor stating that leg hurt. No alarm had been noted to go off during the event. Pt was returned to bed. Nurse attempted to set "existing" alarm on bed to no avail. Not clear as to whether alarm could have originally been set prior to fall. Biomed called to check bed alarm status. Biomed was unable to set alarm. As a result of the fall the pt received bilateral fractured femurs.